Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404156, batch/ lot number: 756258005, model/ catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient stated that the device was not working and had a distal corporal perforation on both sides. A surgical procedure was performed to remove and replace the inflatable penile prosthesis (ipp). No further complications were reported in relation to this event.